Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006- patient was diagnosed with ventral hernia, thereby underwent laparoscopic repair with implants of composix kugel mesh (device 1 and 2). Per op notes, ¿the hernia sac was identified in the upper midline beneath xiphoid and fascial defects deep to falciform ligament which was then taken down. A composix kugel mesh (device 1) was placed in the abdominal cavity and a composix kugel mesh (device 2) was placed overlap the lower portion of composix kugel mesh (device 1) and sutured¿. (B)(6) 2012- patient was diagnosed with paraesophageal hernia with pain, thereby underwent laparoscopic repair. Per op notes, ¿omental adhesions was noticed in the area of previous ventral hernia repair. This ventral hernia is in epigastrium after sternotomy. The composix kugel mesh (device 1 and 2) had omentum adherent to it. The adhesions were removed. There was a large hernia sac both on left and right side of the abdominal cavity. The hernia sac was dissected off the crus and sutured.¿